Manufacturer narrative:
During inspection procedures at service centre, the device failed with production of a brief external flame. The engineering evaluation of the device identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. Both solder joints between the ac inlet pins and the printed circuit board (pcb) solder pad had cracked resulting in arcing and brief external flame.

Event description:
When pump had been running for a time, it sparked and stopped working.